Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a seepage around the white blood cell (wbc) bath. The fse replaced the wbc bath and an o-ring resolving the leak. The fse also checked the instrument for incomplete differential computation, but was not able to produce the issue. Service activity performed was verified to meet the specified requirements per established procedures. Failure mode of the leak was related to faulty wbc aperture and an o-ring. (B)(4).

Event description:
The customer reported that approximately 5-10 ml of cleaner was leaking from the white blood cell (wbc) aperture on the coulter hmx hematology analyzer with autoloader. The leak was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.